Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, an unspecified dialysis catheter dislodged from the patient. It was reported the nurse manipulated the dialysis catheter, then adjusted the patient in the bed and placed a pillow over the ¿catheter/ machine connections, leaving the bed afterwards.¿ this was further reported as ¿accidental disconnection of the catheter and access/return lines from the prismaflex machine.¿ subsequently, the patient experienced bradycardia. The amount of blood loss was not reported. According to the reporter, there was no alarm generated; however, upon review of the event logs, the alarm was silenced 17 times until therapy was terminated. No additional information was available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on-site by a qualified technician. Visual and functional inspections did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The log files were reviewed and identified that access extremely negative alarms were triggered multiple times to notify the user of the condition; and the alarms were silenced 17 times. The reported condition was verified. The prismaflex control unit is equipped with a protection system dedicated to detection of a return disconnection. This detection system relies on monitoring of return pressure. More specifically, the "warning: return disconnection" alarm is triggered if return pressure is lower than +10mmhg. In order for the alarm to occur, however, the return pressure operating point must be higher than +10mmhg. The cause of the condition was determined to be related to use error for silencing the alarms on the machine without action being taken and access site was not visible (covered by a pillow). The machine was returned to service without any additional events reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.